Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreas of a patient. According to the complainant, during the procedure, the physician attempted to deploy the advanix pancreatic stent using a biliary delivery system, but the physician could not deploy the stent. The procedure was completed with a different device with no reported patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine." This event has been deemed a reportable event based on the investigation results; stent broken & kinked.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Investigation results of stent kinked. Investigation results of stent broken. A visual evaluation found that the stent was kinked in multiple locations on the proximal side between the r/o marker and the proximal end. A portion of the stent about 8mm long at the proximal tip was broken off and missing. The proximal tip of the stent was found to be deformed likely from being crushed against the distal end of the push catheter in the delivery system. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the event information, the anatomy location is the pancreas and the delivery system used was for a for an advanix biliary stent,which is intended to be used in the biliary tract. A review of the directions for use for the advanix biliary delivery system found the intended target anatomy is the ¿biliary tract¿. Stated in the dfu, ¿the advanix biliary stent with the naviflex rx delivery system is intended for delivery of the stent to the biliary tract for drainage of the bile duct¿. However, the complaint device was used with this delivery system in the pancreas indicating that the delivery system used with the complaint device was off label. The device likely encountered difficulty deploying the stent due to the wrong delivery system being selected. Vigorous attempt to deploy the stent would have caused kinking and tearing of the stent. Therefore, user/use error is the most probable root cause for the complaint.